Event description:
The customer reported to olympus, the evis exera iii video system center had no serial digital interface (sdi) output. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported no serial digital interface (sdi) output on the cv-190. The customer was running an sdi sign from the processor to an oev-262h monitor as well as an sdi signal directly to a provation computer. The monitor and the computer are not displaying any sort of image from the processor. The customer verified the inputs on the monitor, and it does have power and appeared to be working. (Tac) instructed the customer to detach the sdi cables and reattach the cables and no image was present. The issue was with the sdi outputs on the cv-190. Customer was instructed to swap to another cv-190. Furthermore, tac instructed the customer to re-cable with composite video to work on the main monitor if needed and the image would not be in high definition nor available to provation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.